Manufacturer narrative:
Data and information provided by the customer were reviewed. Return testing was not performed as returns were not available. Device history record review was performed on lot 43208ud00, which did not show any potential non-conformances, deviations, or non-conformances. Trending review did not identify any trends. Historical performance of reagent lot 43208ud00 was evaluated using worldwide data for the architect stat high sensitive troponin-I assay. The patient¿s data was analyzed and compared to an established control limit. This evaluation indicated that the patient median result for lot 43208ud00 is within the established control limits. Therefore, no unusual reagent lot performance was identified for 43208ud00. Labeling was reviewed and found to adequately address the issue under review. Based on the investigation, no systemic issue or deficiency of the architect stat high sensitive troponin-I assay was identified.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed falsely elevated architect stat high sensitive troponin-I results for one patient. The following data was provided: sid: (B)(6). The initial result was 40.45 (analyzed on architect 7). The result conflicted with a second collection and it was repeated with a second aliquot giving a result of <3.2 (on architect 7). The sample was repeated straight from the primary tube, without centrifuging, and obtained a result of 3.4 (on architect 1). The sample was slightly hemolyzed and cloudy. No impact to patient management was reported.